Event description:
The wire on the fenestrated bipolar forcep broke. There was no reported injury to the patient. The instrument is being returned to the manufacturer for evaluation.manufacturer response (as per reporter) for fenestrated bipolar forceps, da vinci s:will evaluate upon receipt of instrument.